Manufacturer narrative:
The returned connector was evaluated. It was found bent, which is consistent with the report that the lateral open connectors were damaged during unique surgery while trying to bend a rod. During evaluation, it is determined that the bending of the rod, as reported to a u shape, caused the rod to undergo flexion-extension strain to failure, which cause the lateral connectors to bend. The complaint is confirmed. There were no other failures detected on this device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding the usage of the device.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3004485144-2016-00408 - 3004485144-2016-00419.

Event description:
It was reported that during a procedure, the surgeon was not able to get the anti-torque on the open to open connectors, which resulted in splayed plugs and contributed to an hour delay of the procedure. This was reported as a tumor case where surgeon removed a significant amount of the lumbar/sacrum spine. When the surgeon started building the unique construct, they needed to bend the crosslink to make it almost a 90 degree curve. When this failed, they tried to bend the rod into a ¿u¿ shape and the force they had on the rod holder while bending it caused the rod holder to break. At the end of the procedure, the doctors needed to final tighten all plugs in the screw tulips and in the open to open connectors. While doing this, the surgeon was not able to get the anti-torque on the open to open connectors, which resulted in the plugs being splayed. Further, a few of the other plugs that were in the screw tulips also ended up splaying. There was no impact on the patient due to instrumentation, but delayed the procedure an additional hour. This is report three of twelve for this event.